Event description:
It was reported that during follow-up, the implantable cardiac monitor exhibited backup operation. After a device firmware download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.